Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
It was initially reported to philips healthcare a faulty heartstart xl therapy switch. A philips field service engineer (fse) clarified the issue as a failed to power up due to a faulty therapy knob failure. There was no patient involvement.